Event description:
It was reported that during a coronary stenting drug eluting treatment procedure, balloon withdrawal resistance occurred. The 80% stenosed target lesion was located in the heavily calcified, moderately tortuous proximal to mid circumflex (cx). The lesion was pre-dilated with an apex balloon 2.0 mm diameter and 2.5 mm diameter. Next, a taxus liberte paclitaxel-eluting coronary stent 2.50 x 32 mm was advanced and deployed at 16 atms for 30 seconds. No difficulties were experienced inflating the balloon, but the proximal margin seemed not fully inflated. The inflation device was under negative/neutral pressure for 30 before attempting to withdraw the balloon. The balloon was deflated and an attempt to withdraw it was unsuccessful. The balloon was inflated again to 4 or 5 atms, deflated and another attempt was made to withdraw the balloon without success. The physician "deep seated" the guide wire down to the middle of the stent and then was able to remove the balloon. After the balloon was removed, the films were reviewed and it looked as if the stent was not fully deployed in the proximal portion due to the heavy calcification. An unspecified size quantum maverick was used to post-dilate the stent. Residual stenosis was 20%. Procedure was completed and the pt status is reported as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg documentation found that the device met its material, assembly and product specs at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical procedural failures.